Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a catheter became stuck in the sheath during an atherectomy procedure and resistance was felt during retraction of the catheter. A cutting balloon was used and when deflated resistance was encountered when attempting to retract the balloon. Upon removal of the balloon they found ¿small strands of plastic that came out of the cutting balloon.¿ it was felt that another manufacturer¿s device caused the cutting of the inner lining of the sheath. Reportedly the hospital is notifying the other manufacturer of the event. No additional information was available at the time of this report. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. A 2.4 cm segment of sheath tubing and a segment of lining approximately 28 cm in length was returned for investigation. The returned section of tubing is reported to be from a flexor high-flex ansel guiding sheath. A split was observed along the entire length of the returned sheath tubing. The edges of the tubing were found to be frayed and jagged. A portion of the device shows evidence of delamination, exposed coil, and separation. Information from the reporter indicates that the physician cut a portion of sheath tubing to return for investigation. Therefore, it is likely that the separation was not a result of the complaint failure. The procedure being performed was an atherectomy (procedure that uses a rotating shaver or other device placed on the end of a catheter to slice away or destroy plaque). It is likely that one of the devices used in conjunction with the sheath contributed to the reported failure mode. Since it was reported that there was some resistance felt when removing the non-cook catheter, it is feasible to suggest that the inner lining of the sheath was cut by the non-cook catheter during removal of the device. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that a non-cook catheter became stuck in a cook flexor high-flex ansel guiding sheath (catalog number unknown) during an atherectomy procedure; resistance was felt during retraction of the catheter. A cutting balloon was used. When it was deflated, resistance was encountered while attempting to retract the balloon. Upon removal of the balloon they found "small strands of plastic that came out of the cutting balloon." The customer lab manager reported that another manufacturer's device caused the cutting of the inner lining of the flexor high-flex ansel guiding sheath. Reportedly the hospital is notifying the other manufacturer of the event. No additional information was available at the time of this report. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.